Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was supposed to receive alteplase 5.92 mg over 1 minute, but instead a bolus of 37 mg was given. Their drug library has alteplase built to deliver the bolus dose for "ischemic stroke for less than 100 kg" from the bag and then complete the remainder of the total dose over 1 hour. The total dose of 59 mg in 59 ml (0.9 mg/kg = 59 mg) was dispensed in one bag. The initial bolus dose (10% of total dose) of 0.09 mg/kg 5.92 mg = 5.92 ml was supposed to be infused over 1 minute. The remaining infusion dose of 0.81 mg/kg, which was the remainder of total dose = 53.3mg, was supposed to be administered over 60 minutes. The customer has requested assistance in identifying how this happened. A follow up CT scan of the head was negative for an acute bleed, and no medical intervention was required. No other IV medications or fluids were run on this device.

Manufacturer narrative:
The customer¿s report that the bolus dose infused incorrectly was confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse alteplase (.stroke .less 100kg), diluent volume of 100ml, drug amount of 5.92mg, and vtbi of 100ml, which equated to a concentration of 0.059mg/ml. In the bolus dose setup screen, a bolus duration of 1 minute was programmed; however, based on the concentration, a bolus duration of 1 minute was not possible. The pcu did not accept the entry of 1 minute (it did not present the option of ¿start¿ for softkey 14). Softkey 13 was selected to return to the continuous infusion setup screen, and then softkey 14 was selected to start the infusion. After exiting the bolus dose setup screen and returning to the continuous infusion setup screen, the ¿1 minute¿ bolus duration was cancelled. The infusion began at the rate of 900.304ml/hr. Approximately 2.5 minutes later, the volume infused was checked, which was 36.218ml. According to the event description, a 1-minute bolus of 5.92mg was intended; however, the device was programmed to infuse a volume of 100ml. After removal and reattachment of the pump module, another infusion of alteplase (.stroke .less 100kg) was programmed with a drug amount of 53.5mg, diluent volume of 53.5ml, and a vtbi of 53.5ml. The infusion started at the rate of 53.4959ml/hr with a concentration of 0.9963mg/ml. Approximately 1.5 minutes later, the rate was changed to 20ml/hr and the vtbi changed to 20ml. The infusion continued for approximately 48 minutes, then the system was powered down. The total infusion time was 45 minutes and 32 seconds; the total calculated volume infused was 52.575ml. Rate accuracy testing was performed and the device was found to be delivering fluid within specification. The root cause of the reported event was determined to be incorrect custom concentration programming.